Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode. The physician requested review of remote interrogation data, however, no recent interrogation data was available. It was reported that the remote home monitoring communicator had not recently connected to the server to upload data. The physician was going to consider contacting the local field representative to come interrogate the device. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.